Event description:
Pt (patient) reports that one of her pumps occasionally stops working --she's not sure which one and asks why when she restarts the pump it starts over and doesn't go back to where infusion stopped. Felt bad when pump stopped working because she was out of remodulin for a little bit (unknown how long or dates off therapy) and did not know it. Says pumps are fully charged and changes batteries as instructed. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No additional information is available at this time intravenous remodulin pt. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual device available for investigation? Yes, upon patient return. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved.